Manufacturer narrative:
D9: product received date 10/23/2024. H3: one device was returned for repair with complaint of cassette error. The event occurred during infusion, and it did not complete the test. Service history review identified this device has not been in for service in the previous 12 months and there was no indication the complaint was related to previous service of the device. Visual and functional testing was performed. Reported problem was duplicated. When latch was open, alarmed cassette not attached. The probable cause of the reported problem was fluid contamination found at downstream occlusion (dso) sensor area and latch/lock area. Fluid contamination found at the rear side of the lcd display as well. Replaced dso sensor, latch/lock, and lcd display.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette error. There was unknown patient involvement and unknown signs or symptoms experienced.